Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/29/2025, a facility representative reported via (B)(4) that an ar-9625 hex driver broke during surgery. There was case involvement, and the patient was affected. Piece(s) broke off inside the patient and were not retrieved. The procedure was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.